Event description:
It was further reported that upon opening the patient's chest the bleeding was in the right ventricle (rv) and surgical intervention was done to correct the bleeding. One week later the patient was transferred to the general ward from the coronary care unit (ccu) and started rehabilitation. The physician commented that the event is unrelated to the cryo catheter.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files showed at least twenty-one injections were performed with catheter 2af284 (lot number 60475). The files did not show any system notices or other issues. Multiple known clinical issues were encountered during the procedure. The catheter was not returned for analysis; there is no indication of a product malfunction.

Event description:
It was reported that during a cryoablation procedure, it took time to perform balloon occlusion with weak phrenic nerve; ¿pull down¿ technique and double stop were multiple times. The account also noted a decrease in blood pressure and the ablation was stopped. An exit block was confirmed of the right inferior pulmonary vein. Echocardiography images identified cardiac tamponade; drainage was performed but bleeding continued and blood pressure decreased without medication. A percutaneous transhepatic cholangiodrainage (ptcd) was performed but it was unsufficient treatment. Open chest surgery had to be performed urgently. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.